Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. During attempts to deploy a 2.5 x 18mm cypher stent to the male patient's left circumflex artery (lcx), the inflation pressure would not increase. The device was removed and the physician confirmed a balloon leakage. Another cypher stent was used to complete the procedure. There was no injury to the patient. Indication for the initial elective evaluation was unk. There was little tortuosity or calcification of the lcx. The lesion had not been pre-dilated as per the instructions for use, but the physician reports to friction during delivery of the device to the lesion. The device was not returned for analysis due to infectious disease. Device history record review was conducted and the product met quality requirements for product acceptance. Conclusion: based on the available information, it is not possible to determine what factors might have contributed to the reported balloon leakage.

Event description:
The patient's age was not disclosed, but was a male. The target lesion was the left circumflex. The lesion was de novo. The vessel was slightly calcified. There was 90% stenosis. The procedure was an elective case. A 2.5 x 18mm cypher stent was delivered to the target lesion. While inflating the cypher at the target lesion, the physician realized that the pressure would not increase. Therefore, the cypher was withdrawn from the patient. To check the unit, the physician inflated the balloon outside of the patient and confirmed a leakage of contrast medium from the balloon. The physician stopped using the cypher and used a different cypher (same size) instead. The procedure was finished successfully. The physician observed the vessel and it showed no cardiac perforation and there was no reported patient injury.